Manufacturer narrative:
A siemens customer service engineer (cses) was dispatched to the customer site. After evaluating the instrument, the cses determined that the valve was leaking bleach into the system. The cses replaced the valve, flushed the system with water and ran quality controls, which were acceptable. The cause of the discordant sh, lh, fer, ft4, prl, psa, prge, atpo, thcg, ipth, and cor results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant follicle stimulating hormone (fsh), luteinizing hormone (lh), ferritin (fer), free thyroxine (ft4), prolactin (prl), prostate specific antigen (psa), progesterone (prge), antibodies to thyroid peroxidase (atpo), total human chorionic gonadotropin (thcg), intact parathyroid hormone (ipth), and cortisol (cor) results were obtained on multiple patient samples. The discordant results were reported to the physician(s), who questioned them. After troubleshooting, the samples were repeated on the same instrument, resulting different than the initial results. The corrected results obtained upon repeat testing were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to fsh, lh, fer, ft4, prl, psa, prge, atpo, thcg, ipth, and cor results.

Manufacturer narrative:
The initial MDR 2432235-2016-00799 was filed on december 29, 2016. Additional information (02/02/2017): a siemens headquarters support center (hsc) specialist reviewed the troubleshooting information and stated that the purpose of the bleach valves is to prevent the on board cleaning solution from leaking into the advia centaur xp system, when not in use. The cleaning solution is a bleach concentrate that is only used by the system during a daily cleaning procedure. A failure of the bleach valve would cause cleaning solution to leak into the system and may affect results if not mitigated due to cleaning solution contaminating the system fluidics. The cause of the discordant sh, lh, fer, ft4, prl, psa, prge, atpo, thcg, ipth, and cor results on multiple patient samples is unknown.